Manufacturer narrative:
The meter and strips have been requested for return. The strips had been used and the vial discarded. The reporter¿s meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. E3 - occupation was patient/consumer (patient's wife).

Event description:
The initial reporter alleged questionable results from the coaguchek vantus meter serial number (B)(6) compared to an acl top analyzer. On (B)(6) 2023, the result from the meter was 2.5 inr and within four hours, the result from the laboratory using an unknown reagent was 3.3 inr. On (B)(6) 2023, the result from the meter was 2.3 inr and within four hours, the result from the laboratory using an unknown reagent was 3.3 inr. On both dates, the warfarin dose was adjusted based on the laboratory result. The specific adjustment could not be provided. The therapeutic range was 2.5-3.5 inr and the testing frequency was once every two weeks.